Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 trigger could not get the jaws to close in the middle of the procedure. Hospital pulled the device out and tried again and still could not. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred tissue and blood was observed on the heater wire and jaws. The heater wire was observed to be slightly flexed away from the proximal point of the hot jaw, but remained attached at the base and tip of the hot jaw. The toggle switch was observed to be intact. No other visual defects were observed. A mechanical evaluation was conducted to test the toggle switch and the activation and closing of the jaws. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is present to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected, however there was no movement observed with the jaws. The jaws would not open or close when manipulating the toggle switch. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was not conducted to evaluate the device function due to the non movement of the jaws. An engineering evaluation was conducted. The harvesting handle was opened by an engineer, the inside toggle components were observed to be intact, no visual defects were observed. The engineer then took apart the jaws, and it was observed that the welds failed between the control rod and the stamped yoke. Based on the return condition of the device, the reported failure "mechanical issue" was confirmed, as well as confirmed for the analyzed failures ¿material twisted bent; wire¿ and "detachment of device or device component¿. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 trigger could not get the jaws to close in the middle of the procedure. Hospital pulled the device out and tried again and still could not. A replacement device was used to complete the procedure. The hospital did not report any patient effects.